Manufacturer narrative:
During the investigation by agfa, the dx-d 100 system was inspected. Agfa service confirmed the dmc board removed from the dx-d 100 system was an older version, v11r2b6, and should have been replaced during a mandatory upgrade to version v11r3b5. Agfa service replaced the dmc board to the correct version, and also replaced the hand gauges, and the handle bar. All wires were checked and the dx-d 100 system was tested. The system is working as intended and no further events have been reported. There has been no reported harm to patient or users for this event.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken. See h10 for additional information.

Event description:
A customer in the us reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported when driving the dx-d 100 system down the hallway and attempting to make a turn, the system pulled away. The user lost grip of the handlebar and the system continued driving forward the user hit the emergency stop button to stop the system. Investigation is underway and a supplemental report will be provided. There has been no reported patient harm for this event.